Event description:
It was reported that a 350mm mouiel bipolar insert was ¿broken¿ intraoperatively. There was no report of patient impact or injury as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was received by medtronic¿s international manufacturing site evaluation and repair. The investigation report found one of the jaws of the insert broken. However, the remaining part allowed to verification that the instrument was compliant with the manufacturing specifications. The insulated part is worn and failed the electrical tests failed. The fragment was returned with the instrument. The most probable cause of the breakage is an excessive effort or a fall of the instrument. The damages on the insulation are probably due to scratching against a trocar or against other instruments. Result: fracture problem. (B)(4).